Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Reportedly, at the end of the procedure an angiogram was performed and an intraoperative type ii endoleak or type 1b endoleak was identified. The physician has elected to monitor the patient and a 1 month follow up CT will be performed.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Reportedly, at the end of the procedure an angiogram was performed and an intraoperative type ii endoleak or type 1b endoleak was identified. The physician has elected to monitor the patient and a 1 month follow up CT will be performed. Additional information: clinical assessment determined the reported endoleak (at indeterminate origin) is a type ii endoleak (non-device-related). Therefore, this event is no longer reportable as there is no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the device.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported alto indeterminate endoleak was found to be a type ii endoleak (of the lumbar artery). This is moderately consistent with the reported adverse event/incident. The most likely causation for the reported event is anatomy-related. No procedure-related harms could be identified. The final patient status was reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5 describe event or problem. G3 awareness date. H6 health effect - clinical code; remove 1924. H6 medical device problem codes; remove 3190. H6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.